Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm critical pump error (open book image), broken force sensor was detected alarm (pump error 35) and cosmetic damage in the pump. Customer's blood glucose at time of incident was 5.9mmol/l. After the troubleshooting was done, customer was advised that the insulin pump will be replace.

Manufacturer narrative:
The pump was received with a critical pump error and pump error 35 was found in the formatted history file due to force sensor zero off set out of specification. Unable to perform functional tests, including self test, rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. The pump was received with a cracked case on the back at the battery tube area and battery tube threads. The pump was received with minor scratches on the lcd window, case and keypad overlay.